Event description:
Information regarding this event was previoulsy reported under manufacturer report # 3004209178-2013-14866. If additional information is received, it will be reported under this report #.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was revised on (B)(6). The manufacturing representative checked the patient¿s recharger post-operatively and was able to get 6 bars.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger. Product ID: 37746, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger. (B)(4).

Event description:
Additional information received reported that the in (B)(6) 2013 the device would not hold a charge so on (B)(6) 2013 the health care professional (hcp) ordered a revision of the device.

Event description:
It was reported the recharger screen was unresponsive and ¿frozen¿ on the antenna locater screen. It was stated the implantable neurostimulator (ins) was discharged ¿per the programmer¿ and the patient had trouble recharging. Reportedly, a coupling problem was reported and the patient had unsuccessfully tried to recharge their device for a month prior to report. It was stated the caller couldn¿t palpate the ins and could only feel one edge. It was noted the patient had her thyroid removed in (B)(6) 2012, before her ins implant, and she gained 20 pounds after the thyroid removal and has since lost 15 of those 20 pounds. It was stated the caller was concerned the ins had shifted in the pocket due to weight gain and loss. It was stated the patient planned to have a pocket revision to remedy the situation of not being able to charge from weight loss/gain. It was stated they were unable to palpitate the pocket, read the device with the physician programmer,recharger or patient programmer. The pocket revision was scheduled for (B)(6) 2013.